Event description:
It was reported that the patient experienced high blood glucose for greater than four hours, with associated symptoms of feeling sick and vomiting, resulting in hospitalization on (B)(6) 2026 for one week. The patient was treated with insulin infusion followed by insulin pump therapy during the hospital stay. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.